Event description:
It was reported that at the end of a tonsillectomy/adenoidectomy procedure using a procise xp plasmawand, the surgeon noticed a burn on the pt's lip. Upon inspection of the wand, the surgeon discovered a small piece of insulation to be missing from the shaft of the wand, which lined up with the burn location. The procedure was already completed at this point, however it was delayed an additional 45 minutes while a plastic surgeon repaired the pt's lip. The procedure was completed without any further pt complications. Further info was not provided as to the severity of the burn, treatment received after the surgery, or any additional details regarding the event.